Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary and bowel dysfunction it was reported that they fell 3 times in the past 2 weeks, which resulted in them breaking a rib and hurting their shoulder and hip. The patient thought the falls might have caused the leads to get messed up. On sunday the patient had their third fall, and after that their stomach was hurting really bad on their right side, which was the same side as the ins. The patient also said they could feel electrical impulses very hard when they sat up, which was something they had not experienced before. The patient said this was causing them pain, so they wanted to turn off the ins, but they lost their handset during a move. The patient asked how the ins could be turned off while they continue looking for their handset. The agent redirected the patient to their hcp to further address the issue. The agent reviewed that the hcp could invite an mdt rep to their facility to assist them. The patient said they will call their hcp in the morning. The patient did not know the name of their managing hcp but mentioned that they work at the michigan institute of urology.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2jm6e, implanted: (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 04-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.